Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system and suspected failure on the system computer. The computer was returned for medtronic's evaluation. Evaluation discovered corrupted software on the computer. A replacement computer was shipped to the site. In addition to the new computer, an upgraded power switching board was also installed. Upon replacement, a full system checkout was successfully completed, with all checks passing. System is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that while attempting to boot the imaging system during a spinal fusion procedure, the system gave an error and did not boot. Site attempted to reboot several times without success. There was a reported delay to the procedure of less than 1 hour due to this issue. Site proceeded with case without use of the imaging system. Procedure was completed with no adverse effect on patient outcome.